Manufacturer narrative:
(B)(4). Additional information obtained: what were the indications for surgery? Prolapse of uterus, bladder, rectum. Was the original procedure uneventful without problems? Yes. What problems prompted a stay in hospital after the initial procedure? Ileus. Was the patient in hospital post op because of ileum or was there other complicated conditions? Ileus. What does the surgeon believe caused the hole? Was it already there or was it a result of the laparotomy? 8 mm defect mid ileum, either from scissors ¿only¿ used to open cuff or thermal spread/heat from plume. What were the symptoms that prompted the exploratory laparotomy? Sudden worsening of symptoms on post-op day 3, CT scan of bowel obstruction. What were the symptoms that prompted the CT scan? Nausea, vomiting, hypotensive. What does the surgeon believe was the cause of death? Septic shock. Was the patient septic? Yes. Is an autopsy available? Yes, came back non-conclusive.

Event description:
It was reported that two days post op of a vaginal hysterectomy while the patient was still in the hospital the patient developed an ileus of the bowels. On day three the patient developed symptoms that required a return to the or for an exploratory laparotomy. During the laparotomy, a hole was found in the ileum which was repaired and the patient was cleaned out due to bile contents spilling into the abdomen. Later that evening the patient expired.